Event description:
It was reported that this pacemaker was a case of attempted implant due to connection issues (implantable to implantable). This device was replaced and never in service. No adverse patient effects were reported. Additional information received reported that during the implant procedure, this attempted pacemaker did not recognize the leads following insertion. Subsequently, this pacemaker was removed, and the leads were successfully implanted with a different pacemaker of the same model number. No adverse patient effects were reported. The attempted pacemaker was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was a case of attempted implant due to connection issues (implantable to implantable). This device was replaced and never in service. No adverse patient effects were reported. Additional information received reported that during the implant procedure, this attempted pacemaker did not recognize the leads following insertion. Subsequently, this pacemaker was removed, and the leads were successfully implanted with a different pacemaker of the same model number. No adverse patient effects were reported. The attempted pacemaker was returned for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker was a case of attempted implant due to connection issues (implantable to implantable). This device was replaced and never in service. No adverse patient effects were reported.